Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of below 20 mg/dl at the time of the incident. The customer was at 67 mg/dl and went up to 135 mg/dl at the time of the call. The customer was given juice and a d50 shot to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump is over delivering insulin. The customer has been having lows that needed paramedic assistance 3 times and in all three cases, they were below 27 mg/dl. The customer has lows at the same time every day. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.